Manufacturer narrative:
(D10) concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 5621763 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: 5335112 320-15-01 - eq rev glenoid plate: 5606748 320-15-05 - eq rev locking screw: 5661206 320-20-00 - eq reverse torque defining screw kit: 5632147 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: 5582871 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 5540509 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 5607924 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: 5631373 a10012 - gps implant kit v2: 08002018074.

Event description:
As reported by the equinoxe shoulder study, approximately 1 year(s) and 2 month(s) post implantation of left tsa, the patient presented with disassociation of polyethylene. This outcome of the event was resolved by standard reverse revision of the left shoulder. The clinical report indicates that the event is definitely not related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.